Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sudden respiratory failure that led to heart attack. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported incorrect information in section d4 expiration date as required. After review, it was determined that d4 expiration date should be filed as not applicable. Section d4 is corrected in this report.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-82695. This report was submitted as a duplicate report of the previously submitted report.